Event description:
Device 1 of 2 reference MFR report#1627487-2015-08407. It was reported the patient is experiencing oozing from both cervical incision sites. Reportedly, the patient denies any pain, inflammation or redness. Surgical intervention may be undertaken as the next course of action to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report#1627487-2015-08407, reference MFR report#1627487-2015-08451. Follow-up revealed the patient's wound has healed and is doing great after reprogramming. The issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report#1627487-2015-08407. Reference MFR report#1627487-2015-08451. Follow-up identified surgical intervention was undertaken on (B)(6) 2015 during which time the wound site was cleaned, the anchors covered with more flesh, and the wound closed. Reportedly, the physician believes one of the swift lock anchors was likely pushing through the skin and causing occasional weeping of the wound. Note: an additional report added for device 3 (anchors).